Event description:
On feb 11, 2008, it was reported to boston scientific corporation that a rx dilatation balloon was used in an endoscopic retrograde cholangiopancreatography procedure on a male pt (age and weight unk) a week earlier. According to the complainant, dilatation was completed prior to stent placement and "upon withdrawing the device, it was noticed that part of the black catheter covering, behind the balloon catheter, had shredded off and was embedded in the ampulla." The physician used forceps to remove the pieces from the ampulla. Reportedly, the physician completed the dilatation procedure and placed a stent (device and MFR unk). At the conclusion of the procedure, the pt's condition was reported as " jaundiced but generally well."

Manufacturer narrative:
The complainant indicated that the device has been discarded and will not be returned for evaluation. A device analysis cannot be performed; therefore, the relationship between the device and the reported event is undetermined. A search of the complaint database revealed that no additional complaints have been reported for the lot. The january 2008 15-month biliary dilators product family complaint trend report, inclusive of all failure modes, was reviewed; no unfavorable trend was noted.